Event description:
A mayfield skull clamp was being used for a posterior cervical spinal fusion with the pt positioned in the prone position. The unit was in the locked position but 2-3 minutes into the procedure the unit unlocked. The pt was not repositioned prior to the unit unlocking. Immediately after the incident, the pt was repositioned in a different mayfield skull clamp. The pt incurred a laceration which required stapling and surgery was completed as planned. Mayfield adult disposable skull pins ((B)(4)) were used during this procedure. The surgery was not performed with a stereotaxy device.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.